Manufacturer narrative:
Investigation summary: bd received two photos for investigation. One of the customer photos shows a device with the np cannula pierced through the side of the sleeve additionally, 30 retain samples were subjected to a visual inspection for side pierced sleeves, sleeve function testing, and retraction lockout testing. All the samples passed testing as the sleeve was properly covering the np cannula, there was no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during use, and they were able to be retracted properly with no evidence of sleeve defects based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® ultratouch¿ push button blood collection set, 1 device exhibited sleeve side piercing (the non-patient needle was sticking out of the sleeve). There was no health impact or consequences reported.

Event description:
It was reported prior to use of bd vacutainer® ultratouch¿ push button blood collection set, 1 device exhibited sleeve side piercing (the non-patient needle was sticking out of the sleeve). There was no health impact or consequences reported.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. E1.initial reporter addr 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.